Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place wherein the entire system was explanted to address the issue. The lead was implanted in 2023. Exact date of implant is unknown.